Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. The reported difficulty removing the stylet and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the stylet or deflation issue; however, the reported difficulty removing the device from the guiding catheter appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, mildly tortuous, 95% stenosed left anterior descending coronary artery. During prep, the stylet of a 4.5x12mm nc trek balloon dilatation catheter (bdc) was difficult to remove. The bdc was advanced without resistance for pre-dilatation, and the balloon was inflated once at 16 atmospheres. However, the balloon only partially deflated. The bdc was removed inflated along with the other devices including an unspecified guiding catheter. An unspecified nc trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.